Event description:
It was reported that on (B)(6) 2026, a 23mm navitor valve was chosen for implantation, utilizing a small flexnav delivery system. The patient presented in sinus rhythm with a 5.1mm membranous septum, a 63.9mm perimeter of annulus, and a medical history of right bundle branch block (rbbb), and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). Pre-balloon aortic valvuloplasty (bav) was performed using an 18mm vacs balloon. However, after pre-bav, the patient went into complete atrioventricular block (cavb). The valve was implanted at a depth of 2 mm on non-coronary cusp (ncc) and 4 mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. No improvement was observed after the valve deployment. Therefore, a temporary pacemaker was placed, and the procedure was completed. The patient was then transferred to the intensive care unit (ICU). The patient was reported to be stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.